Event description:
It was reported that during a da vinci hysterectomy procedure, an unspecified cable broke on the fenestrated bipolar forceps instrument. The procedure was completed using the da vinci surgical system. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was able to confirm the customer reported complaint of a broken cable. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. This complaint is being reported due to the following conclusion: the instrument was found to have a broken pitch cable.